Event description:
Adverse event(s): "interrupted surgery" (no code available). Product problem(s): "system error message" (device displays error message [laser]); "laser stopped firing" (failure to fire [laser]). A tech reports the laser stopped at 10% of the treatment delivered, displaying an error message, energy too low. The territory manager (tm) was contacted and the tm instructed the tech to re-arm the laser and continue with the treatment. The laser again stopped at 20% completion. The tech re-armed the laser again and continued until the treatment was 100% completed. Patient's first post-op visit showed ucva 20/25. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).